Manufacturer narrative:
Other, other text: returned device was received in decent physical condition. The bottom case has a hairline crack by the "l" bracket pole clamp. Additionally there was visible contamination by the a/c receptacle and by the "l" bracket pole clamp. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to confirm the reported issue. The pump is functioning as intended. The interconnect board was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure: base hard failure error. There was no reported adverse event.